Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to damaged lcd. Receiver charge and boot testing were performed and passed. Functional testing were performed and failed the display pattern test and lcd test. An attempt to navigate through the receiver main menu and sub-menus was performed and failed due to damaged lcd. An attempt to remove and replace touch screen was performed and passed. An attempt to navigate through receiver main menu and sub-menus using a good known touch screen was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.